Event description:
It was reported that when the programmer was being booted up, the software was flashing, and it locked up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer initially powered up with a multicolored and flashing display. When powered up the next time the screen no longer was flashing but there was a vertical line running down the left side of the display screen. Tapping on the screen caused it to return to normal. Hinge plate is broken probably from a blow. A lvds (low-voltage differential signaling) bracket is badly bent causing the lvds) board to be tilted. This could possibly be causing the display problem that was reported by the customer. The programmer cooling fan is noisy.